Manufacturer narrative:
Additional suspect devices: model db-2202-30; dbs directional lead sterile kit 30 cm; serial: (B)(4).

Event description:
It was reported that the clinical patient was admitted due to worsening of gait pattern with increased off-times, which led to a fall. The patients device was reprogrammed and her medications were adjusted. The patient also received physical and occupational therapy. The event was assessed as possibly related to the stimulation, and not related to the device or procedure. The event resolved and the patient was discharged.

Event description:
It was reported that the clinical patient was admitted due to worsening of gait pattern with increased off-times, which led to a fall. The patients device was reprogrammed and her medications were adjusted. The patient also received physical and occupational therapy. The event was assessed as possibly related to the stimulation, and not related to the device or procedure. The event resolved and the patient was discharged. Additional information was received that the reason the clinical patient was admitted was due to severe fluctuations which led to the fall.